Event description:
Philip issued a recall in june 2021 for my bipap. My "old" bipap had a modem. The replacement bipap they sent me doesn't have a modem. This is not a fair exchange of the product. I would like philips to provide me with a modem for the replacement bipap. Reference report: mw5148655.